Event description:
It was reported the system displayed an iris pot error at boot up and that the system had loss x-ray functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The calibration files were loaded during the service call. The system was tested and found to be working as intended and put back into service.